Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer attempted to load a new cartridge but the alarm recurred, so technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was informed on how to store the pump and agreed to return it using a pre-paid label within 10 days.